Manufacturer narrative:
The device was not returned and was unavailable for evaluation. From the acuson acunav ultrasound catheter directions for use: adverse reactions: adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. Reference (B)(4).

Event description:
During an isvt procedure a pericardial effusion was diagnosed with intracardiac ultrasound, and a pericardiocentesis was performed by the physician. The patient was stable at that time. During the procedure, after going transseptal, the pentaray catheter was used to map, then was replaced with the ablation catheter. The ablation catheter appeared further than the shell of the left ventricle (lv) on the map, but the cause of the effusion was unknown at the time. The physician followed up to report that he does not feel the perforation occurred in the lv. The blood drained was dark red which he feels was coming from the right atrium, possibly when positioning diagnostic catheters or maneuvering the ultrasound catheter for views. No rf ablation was conducted. No further information was available after multiple requests.